Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered one inappropriate anti-tachycardia pacing (atp) due to atrial fibrillation (af) with rapid ventricular response. It was also mentioned chronic af with intermittent under sensing causing in and out of mode switch. Technical services (ts) suggested reprogramming options. At this time, no adverse patient effects have been reported. This product remains in-service.